Event description:
The clinician reported that when the device was used in combination mode, the use of electrotherapy and ultrasound in combination, the patient's complaint of stinging and burning at the electrotherapy electrode pad site. No patient information, treatment parameters, or clinician data was provided by the clinician. The clinician did not indicate the number of patient complaints.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Purpose: evaluate the performance of 5 cm applicator gray. A complaint was reported on the stimulator side of unit. The treatment used was ultrasound. Scope: this report applies to the unit, electrodes, and lead wires. Electrodes were requested and not received; therefore, the scope of the testing applies to the unit and lead wire. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all tests conducted, no anomalies were found. The unit meets all manufacturers specifications on stim and ultrasound.